Manufacturer narrative:
The reported issue could be visually confirmed by our field service engineer (fse), and it was found that the flange of the head shaft was broken. The flange is a part of the fixing mechanism at the bottom of the head shaft for the support hinge to the panel. The loose panel holder (user interface holder) implies that the panel unit has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. It¿s unknown to us under which conditions the reported user interface holder broke.

Event description:
(B)(4).

Event description:
It was reported that the ventilator had a loose user interface holder(panel holder). There was no patient involvement reported. (B)(4).